Manufacturer narrative:
A visual examination of the complaint device revealed a visible tear in the teflon on the distal end and the device. As the jaws of the laparoscopic scissors are opened, the heel of the surgical blades rotate and protrude into the layer of insulation. The protrusion induces pressure on the wall of the insulation. Contact with solid objects or surfaces will result in a split in the insulation overlapping the jaw of the scissor blades. Splits in the insulation do not induce an increase in the temperature of the scissor blades. The splits only allow additional surface area of the scissor blades to be exposed. Thermal damage (burns) to tissue results from high output settings and extended applications of current/power. These conditions are stated in the "warnings" section found in the user's guide for the electrosurgical generators used with the ascent reprocessed endopath curved scissors. Warnings: "use the lowest output setting necessary to achieve the desired surgical effect. Use the active electrode only for the minimum time necessary in order to lessen the possibility of unintended burn injury. Pediatric applications and/or procedures performed on small anatomic structures may require reduced power settings. The higher the current flow, and the longer the current is applied, the greater the possibility of unintended thermal damage to tissue, especially during use on small structures." Based on the results of the engineering evaluation and investigation of this incident, the complaint device complied with all functional performance specifications prior to being released by ascent. The most probable cause for the reported tissue burn was attributed to the surgeon's inadvertent use of a high current flow (output setting) or prolonged application of current to the laparoscopic scissors. The observed split in the insulation was attributed to the design characteristics of the jaw of the surgical blades and the stress induced on the insulation when scissor blades are actuated resulting in a split when contact with a solid object occurs. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
At the time of this report the device investigation has not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that the insulation on the scissor tip split and the patient's liver was accidentally cauterized and burned. The patient was reported to be in satisfactory condition following the procedure.